Event description:
The customer reported light guide cover unit was missing during inspection for use involving an Olympus rigid optical laparoscope. There was no patient injury reported.

Manufacturer narrative:
The Date of Event is unknown. A supplement report will be submitted if provided. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.